Event description:
It was reported, the patient never had therapeutic effect and had stimulation in the wrong location. It was noted, the patient had not been able to get coverage in the areas where they have pain. It was further noted that after reprogramming, the manufacturing representative was able to get some back coverage for the patient, but the coverage in their back irritated their pain more. Additional information received reported, the patient was still having concerns regarding their device or therapy, but was working with their healthcare professional or manufacturing representative. The patient¿s whole system was explanted because, it never helped their pain. The trail was considered a success but the after the system with paddle lead was implanted, the patient went to the hospital 6 different times and was programmed in many different programs but none of them ever relieved the pain. The manufacturer representative was notified that the system did not relieve the patient¿s pain about 2 weeks after implant. No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Product ID 39565-, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97792, lot# n388838, implanted: 2013 (B)(6); product type accessory product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).